Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing severe hyperglycaemia. The customer's blood glucose was in the 458 mg/dl at the time of the incident. It was reported that the event was not of serious in nature. No product is expected to return for analysis.